Manufacturer narrative:
This report is filed on april 28, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, april 28, 2016.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2019. The patient was not reimplanted with anther device. This report is submitted december 31, 2019.

Manufacturer narrative:
This report is submitted on march 14, 2020.